Event description:
A customer reported experiencing a cartridge alarm with their pump, identified as alarm 20. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support confirmed the issue with consecutive cartridge alarms and decided to replace the pump. The customer was instructed on how to put the pump into storage mode, return it using a provided return box and label, and was provided with a replacement pump. They were also informed about using multiple daily injections (mdi) as a backup therapy to ensure insulin delivery continued without interruption.